Manufacturer narrative:
The device was received in backup mode and after re-loading the product code and nominal settings, the device was tested for telemetry by placing it 10 cm away from the wand and interrogated. The results show the device was interrogated without anomaly. Additionally the device was evaluated under nominal electrical and mechanical conditions with no anomalies. The header contacts were visually inspected which revealed no contaminant or foreign material. The device performed normal with battery level above eri. The total projected longevity was 9.26 year and the implant duration was 9.04 years which met 75% of projected longevity and it is considered normal battery depletion.

Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced and the patient was stable.